Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had leaking on reservoir. The customer's blood glucose was 160 mg/dl at the time of incident and current blood glucose level was 139 mg/dl. Customer stated that the needle was broke off of reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard(missing stopper-plunger,set of o-rings and plunger). Performed a manual test and found hard to remove from transfer guard, unable to remove. Evaluated 1 open/used reservoir. Performed a visual inspection using (B)(4) doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.